Event description:
Voluntary medwatch received states that the patient presented with a right ventricular lead that had an insulation damage. The lead insulation was repaired with a lead repair kit during a revision procedure. The lead remains implanted and in service. There were no patient consequences.